Manufacturer narrative:
The event device has been returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: truncus coeliacus/dumbar syndrom event description: bei dem eingriff wurde unser trokar genutzt. Dabei ist das insuflationsventil beim eingriff abgebrochen und zusätzlich wurde ein stück ventil abgetragen von der dichtung und gelangte dann im patienten, diese wurde jedoch erfolgreich von patienten entfernt und es ist niemand zu schaden gekommen. Das trokar liegt bei der warenannahme und kann bei herr [name] bzw. Herr [name] abgeholt werden. Translation ame: during the surgery our trocar was used. During that, the insufflationport broke off and a part of the inner seal detached and fell into the patient. This piece was successfully removed from the patient, and no one was hurt. The trocar is at the warenannahme and can be retrieved from either mr. [Name] or mr. [Name]. Additional information received via email from sales rep on 15sep2017: the luer-lock broke off about halfway. Patient status: did a patient injury or illness occur associated with the complaint event? No. Teile wurden vom patienten entfernt und keine beeinträchtigung für den patienten vorhanden translation ame: parts were recovered from the patient, no patient harm occurred.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of fragmentation of the septum, an internal rubber component of the seal. Damage to the stopcock was also observed. Based on the condition of the returned unit, it is likely that the damage to the septum was caused by non-axial insertion and removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." It is likely that the stopcock damage was caused during the manufacturing process. It is possible that the raw material may have been exposed to moisture prior to the molding cycle, which would cause the material to become brittle and more susceptible to damage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional info received from sales representative via email on 18oct2017: the tube that was attached was a silicon tube from storz. There was not a lot of force needed to attach the tube. The tube was still attached when the port broke off. The surgeon indicated that at the beginning of the surgery, they were barely able to insufflate.